Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via regulatory agency, a patient reported being injected in the lips and around the mouth with an unspecified juvéderm®. The patient was concomitantly injected with botox®. The next day, the patient awoke with a ¿half-paralyzed face,¿ causing the patient to not being able to smile for 4 months. The patient also experienced ¿bumps¿ on the lips and around the mouth, and the filler in the that area ¿won¿t go away.¿ the patient reported going to the clinic 3 times to have the product dissolved, but the event was ongoing. The patient expressed concern that the physician used face product or did not know how to inject correctly.